Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the patient's onetouch ultrasmart meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began in the early afternoon of (B)(6) 2014. The reporter stated that the patient obtained a reading of "450 mg/dl" with the subject meter compared to a reading of "52 mg/dl" with another meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The reporter claimed that the patient felt "sluggish" prior to testing his blood glucose and before the alleged inaccuracy began, and that the patient received hcp treatment of IV glucose on (B)(6) 2014 at 1:00 pm. The reporter stated that the patient did not test his blood glucose on another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the patient was using an approved sample site, the test strips had not expired or been open for longer than the discard date, the test strips were not identified as counterfeit and the test strip vial was not cracked or broken. The csr also noted that the reporter did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the reporter claimed that the patient received hcp treatment for a severe low blood glucose excursion after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.